Event description:
Independent repair center customer alleged alarming, and the key failure is the pilot valve is alarming. Associated malfunction for this device: power switch low audible alarm, sieve beds high odor.